Event description:
It was reported that during an endoscopic retrograde cholangiopancreatogram (ercp) the physician could not get the scope positioned and the procedure had to be abandoned. The physician thought the patient had difficult anatomy as they were unable to perform a sphincterotomy; the scope had to be removed. Upon removal, it was noted that 4 inches of the scope end looked like a bite - wires were exposed and the rubber part of the bending section was ripped. It was said to be "floppy." The scope had been examined prior to the procedure with no noticeable defects. No prior trauma was noted to the scope. Upon follow up, the physician noted that a bite block had been used and it had not dislodged. The patient had not awoken during the procedure either. There were no issues noted with inserting or withdrawal of the scope. A sphinctertome was placed through the working channel with no issue. It was reported that the patient was going to be scanned to see if there was any patient injury. No intervention was required at the time, but the patient did undergo another (successful) procedure at a later date.